Manufacturer narrative:
This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "second degree burn" from wrap. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. There were no issues noted that would have caused a complaint of an adverse event - burn from wrap. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Consumer reports of second degree burns following the use of thermacare back for five to six hours/blister that broke and some discharge came out of it [burns second degree] , used the product for period pains [device use issue] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A (B)(6) -year-old female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number s58522, expiration date: mar2020) on the skin from an unspecified date to an unspecified date for period pains. Medical history included allergic rash. Concomitant medications were none. The device had been used on (B)(6) 2018. The patient experienced second degree burns following the use of thermacare back for five to six hours on an unspecified date. The patient used the product for period pains ever since it came on the market and had never experienced anything like this. This time it had a new design and the fabric on the outside was different. The patient had thrown the product away, but still possessed the other heatwrap from the box. The heatwrap was examined thoroughly to check for holes in the fabric, but it was found to be completely intact. The patient had normal skin. The device had been used on (B)(6) 2018. The patient did not have any allergy for pharmaceuticals. The skin was clean, dry and intact during application. The area where it was placed had not been exposed to pressure, as it was placed on the front of the stomach, and she had not been lying on her stomach. The second degree burn was located on the lower side of the stomach. The patient had a blister that broke and some discharge came out of it for some days. She did not receive any surgical intervention. Treatment received for the event included the patient had to clean discharge and change bandage daily to avoid scarring. There was a mark after the wound now, it depended on if the skin will repair itself or if a scar will appear. Action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information received from product quality complaint (pqc) group included investigation results. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "second degree burn" from wrap. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. There were no issues noted that would have caused a complaint of an adverse event - burn from wrap. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (28mar2018): new information received from a contactable pharmacist includes: suspect product lot number. Additional information has been requested and will be provided as it becomes available. Follow-up (16apr2018): new information received from the contactable pharmacist included: medical history, deny of concomitant medications, new event (blister that broke and some discharge came out of it), treatment received. Additional information has been requested and will be provided as it becomes available. Follow-up (27apr2018): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event of "burns second degree" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "device use issue" is non-serious. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] consumer reports of second degree burns following the use of thermacare back for five to six hours [burns second degree] , this time it had a new designand the fabric on the outside was different [device issue] , used the product for period pains [device use issue] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A (B)(6) -year-old female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number s58522) on the skin from an unspecified date to an unspecified date for period pains. The patient's medical history and concomitant medications were not reported. The patient experienced second degree burns following the use of thermacare back for five to six hours on an unspecified date. The patient used the product for period pains ever since it came on the market and had never experienced anything like this. This time it had a new design and the fabric on the outside was different. The patient had thrown the product away, but still possessed the other heatwrap from the box. The heatwrap was examined thoroughly to check for holes in the fabric, but it was found to be completely intact. The patient had normal skin. Action taken in response to the events for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (28mar2018): new information received from a contactable pharmacist includes: suspect product lot number. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events of "second degree burns" "device issue" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "second degree burns" "device issue" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] consumer reports of second degree burns following the use of thermacare back for five to six hours [burns second degree], this time it had a new design and the fabric on the outside was different [device issue], used the product for period pains [device use issue]. Case narrative: this is a spontaneous report from a contactable pharmacist. A (B)(6) year-old female patient started to use thermacare heatwrap (thermacare lower back & hip), on the skin from an unspecified date to an unspecified date at an unspecified dose for period pains. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient experienced second degree burns following the use of thermacare back for five to six hours on an unspecified date. The patient had used the product for period pains ever since it came on the market and had never experienced anything like this. This time it had a new design and the fabric on the outside was different. The patient had normal skin. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "second degree burns" "device issue" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "second degree burns" "device issue" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] consumer reports of second degree burns following the use of thermacare back for five to six hours [burns second degree], blister that broke and some discharge came out of it [blister rupture], this time it had a new design and the fabric on the outside was different [device issue], used the product for period pains [device use issue]. Case narrative:this is a spontaneous report from a contactable pharmacist. A (B)(6)-year-old female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number s58522) on the skin from an unspecified date to an unspecified date for period pains. Medical history included allergic rash. Concomitant medications were none. The device had been used on (B)(6) 2018. The patient experienced second degree burns following the use of thermacare back for five to six hours on an unspecified date. The patient used the product for period pains ever since it came on the market and had never experienced anything like this. This time it had a new design and the fabric on the outside was different. The patient had thrown the product away, but still possessed the other heatwrap from the box. The heatwrap was examined thoroughly to check for holes in the fabric, but it was found to be completely intact. The patient had normal skin. The device had been used on (B)(6) 2018. The patient did not have any allergy for pharmaceuticals. The skin was clean, dry and intact during application. The area where it was placed had not been exposed to pressure, as it was placed on the front of the stomach, and she had not been lying on her stomach. The second degree burn was located on the lower side of the stomach. The patient had a blister that broke and some discharge came out of it for some days. She did not receive any surgical intervention. Treatment received for the event included the patient had to clean discharge and change bandage daily to avoid scarring. There was a mark after the wound now, it depended on if the skin will repair itself or if a scar will appear. Action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (28mar2018): new information received from a contactable pharmacist includes: suspect product lot number. Additional information has been requested and will be provided as it becomes available. Follow-up (16apr2018): new information received from the contactable pharmacist included: medical history, deny of concomitant medications, new event (blister that broke and some discharge came out of it), treatment received. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "second degree burns" "device issue" "blister that broke and some discharge came out of it" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device, comment: based on the information provided, the events of "second degree burns" "device issue" "blister that broke and some discharge came out of it" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.